Manufacturer narrative:
Batch review performed on 19 july 2019: lot 148723: (B)(4) items manufactured and released on 08-may-2017. Expiration date: 2022-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 days after primary. From post operative x-rays the surgeon was not satisfied of the rod curvature. The surgery was completed successfully.